Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.5 inr. Retention meter and customer strips: 2.6 inr. Retention meter and customer strips: 2.6 inr. Retention meter and customer strips: 2.6 inr. Donor #2: retention meter and master lot strips: 2.3 inr. Retention meter and customer strips: 2.3 inr. Retention meter and customer strips: 2.3 inr. Retention meter and customer strips: 2.3 inr. The maximum difference between measurements with the same blood sample was 4 %. Returned customer material and retention material complies with specification. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) while performing a correlation with a stago laboratory analyzer using neoplastin reagent. Of the data provided only the following results were discrepant. (B)(6). All comparisons were performed within seven hours. There was no allegation of an adverse event. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.